Event description:
The affiliate reported a customer with an employee who experienced a hydrogen peroxide "burn" on the hand while loading a new cassette into their unit. The employee reported that the contact site had discoloration, tingling, and burning. The employee did not seek medical attention or require treatment. The customer discarded the cassette in question and it is unknown whether the color indicator in the cassette packaging changed indicating hydrogen peroxide leaking from the cassette. The customer returned the cardboard label that accompanied the cassette. The affiliate reported that the label has markings and discoloration that corresponded with the hydrogen peroxide cells and it appeared from those markings that hydrogen peroxide may have been leaking from the cassette in the package.

Manufacturer narrative:
Hydrogen peroxide contact - capital equipment, unit evaluated at the facility. The fse performed a biological indicator revalidation test. The fse reported that it was done to reassure the customer that the unit was working fine. The results indicated that the machine passed the test.